Event description:
It was reported that this inflatable penile prosthesis was removed as the pump remained flat and the patient was unable to inflate the device. A new inflatable penile prosthesis was implanted. No patient complications were reported.